Manufacturer narrative:
Philips service replaced amc triple servo drive hp-lp-lp and adjusted the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry movements were partly unavailable due to amc servo defect on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.